Event description:
Patient underwent cataract surgery on 03/17/97 in the left eye, and implantation of a staar model aa-4203vf intraocular lens was attempted by the surgeon. However, the doctor stated that she felt that the lens ejected in an uncontrolled manner and tore the capsule. The lens was removed and a vitrectomy was performed.